Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received a result of 12.8 mmol/l at 8:00am on the aviva system and was having hypoglycemia. The result did not match how the customer was feeling. The patient re-tested "thirty seconds later" and received a result of 6.9 mmol/l. The reporter stated that based on how the patient "looked and was acting" he was experiencing low blood. It was reported that the patient's wife treated him with a glucagon injection. The patient was not hospitalized. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.